Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient had laboratory testing done on (B)(6) 2016 and the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of three tests. The device diagnosis was other pump over-infusion. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
The previously reported device code and evaluation conclusion codes do not apply. See mfg. Report #3004209178-2015-24925 for the coding that applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the previously reported information was in reference to the results of pump analysis, and there was no field allegation received regarding this pump. The previously reported information pertains to manufacturer's report # 3004209178-2015-24925 [overinfusion identified during pump analysis]. Additional information regarding that event will be reported under that manufacturing number.